Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual examination found two external insulation abrasions breaching the optim sheath only, consistent with friction to another device or feature of patient¿s anatomy.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.